Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Based on our review, the system experienced a period of instability on feb 5, 2026. User was informed that the system was working to stabilize but it was also showing better agreement between sg and bg readings. Per a final review, the user was using the system with up to date information. No further investigation was found necessary for this complaint.

Event description:
On february 6, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.